Event description:
Dialysis treatment was initiated and a possible blood leak was noted at drain. Hemo stick with negative result. Treatment was stopped, blood not returned, and a new system along with machine started. Patient lost approximately 250 ml of blood.